Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that after shaping the tip of the guide wire during preparation, 45 cm of the distal part of the guide wire was broken in 2 pieces from the proximal part of the guide wire. No additional event or pt information is available.

Manufacturer narrative:
Product performance engineering could not determine the root cause for the bending that caused the guide wire separation. Quality assurance analysis revealed that the guide wire was returned with blood visible on the core. There was no contrast visible. The tip coils were in a "j" shape. The core was separated at the proximal end of the hypotube. There was a piece of core remaining in the hypotube. There was no other damage noted to the guide wire. The tip was tugged on to confirm that the core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy lab (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the retuned device. From the sem result, the device core showed that over bending of the guide wire at the hypotube joint caused the fracture. The guide wire was therefore subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The hypotube joint should never be kinked because a kink will damage the joint and fracture with subsequent bending. Because the guide wire was reported to have fractured during preparation of the guide wire, it is possible that during removal of the guide wire from the dispenser hoop, preparing the tip of the guide wire for use or loading of the guide wire into the rotating hemostatic valve or another device, that a kink of this type could occur that would later fracture. It is also possible that the core was damaged in manufacturing, but there are several in-process controls to prevent this from occurring. Overall, the root cause of the guide wire separation was determined to be from over bending; however, the cause of the bending could not be determined in the analysis. This MDR is considered closed by the product performance group.